Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed pacing inhibition. A revision procedure was performed and the rv lead was confirmed to have perforated in an unspecified location. The rv lead was explanted and replaced. No adverse patient effects were reported during the procedure. The rv lead was not expected to be returned for reliability analysis.

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.